Manufacturer narrative:
On (B)(6) 2020, the product investigation was updated. Updated device investigation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending to the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear in the posterior view within the crease measuring approximately less than 0.1 cm. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-aug-2020, mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2019. However, additional information revealed that the actual date of explantation is (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement devices. The replacement devices are two 390cc saline natrelle implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-apr-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation, an anomaly was observed on the device. A crease/fold in the anterior view was extending to the posterior view. Leak testing was performed, according to mentor procedure. A tear was observed within the crease in the posterior view, measuring approximately less than 0.1 cm. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 450cc mentor smooth round moderate plus profile, catalog#: 3502450, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old mixed-race (asian/ caucasian) female patient underwent a primary breast augmentation with two 450cc mentor smooth round moderate plus profile saline implants and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo bilateral removal and replacement on (B)(6) 2019.